Event description:
Boston scientific received information that this brady device and right atrial (ra) lead system exhibited high out of range pacing impedance measurement and lead fracture was suspected. Additional information received that the cause was not determined and that ra lead exhibited loss of capture (loc). This brady device with two years end of life (eol) remaining was explanted as opted by the physician. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.